Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the implant is not getting charged more than 1/4 of the way, and that the battery turned itself off as of (B)(6) 2017. During the time of the call the rep was with the patient and had 8 coupling boxes filled in. The rep noted that the recharger is charging fine, but the healthcare professional (hcp) requested a replacement recharging system for the patient. A replacement recharger was sent to the patient. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.